Manufacturer narrative:
The reported events of failure to advance the stylet and helix mechanism issues were confirmed. As received, a complete lead was returned in one piece for analysis. A visual examination of the lead found the helix was retracted and covered with body fluids. After cleaning and applying torque directly to the connector pin, the helix could be extended and retracted. An x-ray examination of the lead found the inner coil in the connector region was overtorqued due to procedural damage and was unable to perform the stylet insertion test due to this. The cause of the reported event was due overtorqued inner coil in the connector region and a helix clogged with blood or tissue. A visual and x-ray inspection found no anomalies except for procedural damage.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the stylet failed to advance in the right ventricular lead. It was also observed that the right ventricular lead exhibited high pacing impedance and helix extension issues. The right ventricular lead was not used and replaced. The patient was in stable condition throughout the procedure.